Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple hardware parts including the wash tower wiper, cc (cartridge chemistry) sample t-valve, reagent probe b wash valve, cc sample probe wash valve, waste valve, reagent probe b waste valve, cc mix station wash valve, cc syringe pump drive, cc sample probe wash collar, and mc (modular chemistry) sample syringe. Beckman coulter internal identifier is case-(B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous low patient results for urea nitrogen (bun) and creatinine (cr-s) on the unicel dxc 600 pro synchron system. The erroneous results were reported outside of the lab. There was no change in patient treatment in association with this event.